Manufacturer narrative:
(B)(4).

Event description:
It was reported on medwatch report mw5061815 that three weeks post-op the patient returned with additional pain and no improvement and that under fluoroscopy it was noted that a foreign object was found in the joint space. The patient underwent a follow-up procedure to have the object removed which was determined to most likely be the tip of the suture anchor delivery device which most likely broke off into the joint space as the anchor was being placed. Five suture-fix suture anchors (smith and nephew) were used in the initial procedure. No contact or facility information has been provided.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No clinical supporting documents were provided to conduct a thorough clinical analysis of the reported issue. No medical assessment can be rendered. Further investigation is not warranted at this time. (B)(4).